Event description:
The customer reported that the opcheck won't run through completely. There was no patient involvement. We have requested additional information.

Manufacturer narrative:
(B)(4). The customer reported that the opcheck won't run through completely. There was no patient involvement. We have requested additional information. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.